Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an oesophagogastroduodenoscopy (ogds) procedure to treat varices performed on (B)(6) 2024. During the procedure, the physician noticed that the handle was difficult to rotate, and also the band would not deploy as the bands were stuck together at the ligation unit. The physician removed the device, and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands were moved within the ligator head and overlapped.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a0401 captures the reportable event of handle difficult to rotate. Imdrf device code a050501 captures the reportable event of bands unable to deploy.